Manufacturer narrative:
The event is currently being investigated.

Event description:
A field service engineer in japan suffered a broken finger when using the gantry-mounted crane/hoist. The field service engineer tried to lift the jib crane and his hand got caught between the gantry and the jib, causing the injury.

Manufacturer narrative:
During replacement of the linac, when the field service engineer (fse) tried to lift the jib crane to secure the space for the crane movement with standing on the gantry, he slipped his hand and his finger got caught between the gantry and the jib, causing the injury. Right hand middle finger was broken. During the linac replacement, a trained service personnel is required to lift the tomo-mounted jib crane to move it into position. The crane is located on the top of the gantry, which requires the trained service personnel to stand on the gantry frame or a ladder to maneuver it, which leaves them in an awkward posture. This overall process and job training was reviewed with the training team. In conclusion, it was determined the work instructions are adequate to perform this task and any risk is reduced as far as possible. Service personnel are trained on proper use of work instructions, which include appropriate ehs practices. No further action is required.